Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on 06/02/2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. The device was visually inspected and a call tech support error was observed on the screen. Functional testing was performed and the receiver did not produce sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4).